Event description:
The customer called for assistance with the fixed prime. The customer is blind, and stated that it was set to 10.0. The customer changed the infusion set and ran a fixed prime. A couple of hours later he was unconscious, and was being treated by the paramedics due to a low blood glucose reading of 21 mg/dl. The customer was assisted in setting the fixed prime back to 0.3. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.